Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, no sensing/electrograms (egm) tracing were observed. A second pacing lead was attempted but again no sensing/electrograms (egm) tracing were observed in addition to no pacing when attempted. The pacing leads were not used and was replaced. No patient complications have been reported as a result of this event.